Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined. H3 other text : na.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. On (B)(6) 2023, the initial troponin result was 252 ng/l. The result was reported outside of the laboratory. The patient was sent to the hospital for follow-up troponin testing and the result at the hospital was negative. No medical intervention occurred. On (B)(6) 2023, the initial sample was repeated three times. The repeat results were 5.68 ng/l with flag, 60.2 ng/l, and 6.63 ng/l.